Event description:
Pt underwent ets, endothoracic sympathectomy for axillary sweat. Post surgery, pt suffered from severe compensatory sweat from armpits to shins, while the upper half of body is dry as a bone. Pt has eczema on scalp, they are losing their beautiful hair, and their hands look like the hands of an 80 year old, because now they are so dry and wrinkly. Pt is now seeing a dermatologist who prescribed a shampoo, which has improved their scalp and a topical treatment for the compensatory hyperhydrosis. It has irritated pt's skin so much that pt discontinued it, and has managed the severe sweating by staying in air conditioning as much as possible in a tropical state. Pt no longer can enjoy the outdoor, active life they once had because their thermoregulation has forever been arrested. Pt also manages the sweating by trying not to get emotional and not being physically active at all. Pt is also suffering from chronic fatigue, they're tired all the time, whereas before the surgery, pt was so full of life and energy. Needless to say, all of these side-effects, which only increase and get worse as time goes on, has sunk into a deep depression, where pt contemplated suicide. Pt is not able bodied as they once were anymore after this surgery, and there is no way to restore their body to its perfectly functioning state. Pt went from only having an ob/gyn and ophthalmologist all their perfectly healthy life, to now being at the mercy of a battery of different specialists for the rest of their remaining life. Pt can now only manage and deal with the catastrophic outcome of having their sympathetic nerve chain cut out from t2 to t4.